Event description:
The technician reported the nurse call function was not working. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
The technician found the universal television board had bent and missing pins on the connector. The most likely cause of bent pins is the communication cable not being disconnected before the bed is moved. Per the hill-rom service manual the advance bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Communications: inspect and test the communication junction box. Test the sidecom communication system features for proper operation. Inspect the communication cable including the male and female pins in the plug. Test the nurse call super capacitor for proper operation. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 through 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the universal television junction box power control board assembly to resolve the issue. Based on this info, no further action is required.